Event description:
The customer reported 3 three false positive results with ID now covid-19 on (B)(6) 2023. Per the customer, a hospital worker tested positive with ID now, but the hospital thinks this is false positive. Another patient was tested positive with ID now covid-19, but negative on pcr (smart gene) on (B)(6) 2023. Additionally, another patient was tested positive on ID now and negative on pcr on (B)(6) 2023. This MFR. Report addresses test (3) three of (3) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported 3 three false positive results with ID now covid-19 on (B)(6) 2023.per the customer, a hospital worker tested positive with ID now, but the hospital thinks this is false positive. Another patient was tested positive with ID now covid-19, but negative on pcr (smart gene) on (B)(6) 2023. Additionally, another patient was tested positive on ID now and negative on pcr on (B)(6) 2023.this MFR. Report addresses test (3) three of (3) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m228667 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m228667 and test base part number 192-430 / lot m228667. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, a possible assignable root cause is patient sample interference. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.